Event description:
Received info that during a (B)(6) 2010 revision the doctor found scar tissue, soft stringy with fluid found in the lead/extension area. The doctor removed the tissue during the revision, but the pt indicates it is back. Allergy testing was done yielding no allergies or infections. On (B)(6) 2010, a second revision was done to remove the scar tissue that had been found near the percutaneous lead which had also moved. The pt wanted it revised, so the doctor decided to replace the lead. There was no suspected device issue. The pt is doing well since the latest revision.

Manufacturer narrative:
(B)(4).